Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2026 due to an external electrical shock. Log files were sent for review to make sure that the incident did not affect the patient's implant and ensure that everything dealing with their device was intact. The event log file contained clusters of pulsatility index (pi) events as well as routine power source changes. Based on the log file, the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event of the patient experiencing an external electrical shock could not be confirmed through this investigation. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. The patient remains ongoing heartmate 3 lvas support with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Several sections of the IFU and patient handbook instruct the user on how to properly maintain their equipment in such ways that would avoid the user feeling an electrical shock. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.